Manufacturer narrative:
Literature summary: the 2/10 temporary neurological deficits, 2/10 neurological deterioration related to procedure (1 white mater injury, 1 hemorrhage), 1/10 hemorrhage (arterial pseudo aneurysm), 3/10 dvt (non device attributed), 1/10 gliosarcoma at probe entry site.

Event description:
It was reported that following an ablation procedure, multiple patient experienced neurological deficits, hemorrhage, deep vein thrombosis and tumor "seeding". There was no additional information received in relation to this event. If additional information is received, a follow up report will be submitted.